Manufacturer narrative:
The patient's gender and weight were not provided. FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital on (B)(6) 2017 due to reddened tissue around the driveline exit site and increased infection parameters in the blood test. The driveline infection was treated with intravenous antibiotics. No additional information was provided.

Manufacturer narrative:
A specific cause for the patient's driveline infection could not conclusively be determined. Driveline infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.